Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter: (B)(6).

Event description:
The event involved a tego where it was reported the device had a dysfunction. The user was a home hemodialysis patient and the event occurred at home. The patient was trained to dialyze at home nocturnal 5 nights per week. The home set up was safe, clean, and well organized. The tegos were stored in a cabinet in patient¿s room. He was discharged from training in (B)(6) 2024. The patient has chronic kidney disease secondary to focal segmental glomerulosclerosis, hypertension and gout. Patient had completed therapy and was in the process of disconnecting the venous line from the venous access. The silicone separated completely from the tego. The patient noted air in the venous port of the catheter. The venous port was clamped, thus avoiding an incidence of air embolism. The patient replaced tego, aspirated out the air from the venous port and then flushed and locked the venous port with 4% na citrate. The tego day of use was 2 of 7 days. Possible air embolism - caught before reaching patient/near miss. The silicone lining separated completely from the tego. The event was witnessed by the patient¿s wife. Damaged device shown to the medical team and submitted to the writer/reporter. There was patient involvement, however, no report of patient harm.

Manufacturer narrative:
One photo was shared by the customer, where a section of the seal is observed to be torn and separated from the rest of the tego, no additional damage or anomalies are observed. One used. List #d1000, tego¿ connector was returned for evaluation. As received, the seal of the tego was observed to be torn / separated from the tego, the rest of the seal remain inside the tego, it was confirmed damage in one of the corners of the luer post and angled entry marks. No mating device was returned for evaluation. Complaint of silicone separated completely can be confirmed based on the used returned sample. The probable cause is typically due to off center entry. According dfu statement - attach administration device or syringe by pushing straight into tego access device for infusion. A device lot history review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 6/6/2024.